Event description:
The catheter was placed on 10/7/96 with no complications. On 10/11, it was noted that only the hub remained in the pt's arm. An x-ray was taken which showed that the catheter was coiled in the pt's left pulmonary artery.

Manufacturer narrative:
Returned for evaluation is the 3 fr. Catheter tubing, the assembled green 2-piece connector, and a blue plungered, one-way valve with a blue luer cap, all separate. The catheter appears to be complete and measures 22.2" long. Five depth marks are showing. There is infusate and blood residue visible inside the lumen. The green connector has grip marks from a serrated jawed clamping device on its exterior. The blue strain relief is attached. There is sticky tape gum residue on the exterior of the connector, most noticeable on the strain relief. There is white crystalline residue on the blue plunger of the one-way valve. The hub was shown to flush without resistance during the initial evaluation and decontamination. No catheter tubing is seen extending from the connector. The connector halves are separated by folding the locking tabs back with hemostats. One locking tab is broken as this is done. When the halves are separated, the pieces are inspected for the presence of the compression ring. No ring is present on the inner cannula of the proximal half of the connector. There is no catheter tubing fragment inserted on the inner cannula of the proximal half of the connector. The inner bore of the distal half of the connector is probed for evidence of the ring, and then viewed under magnification. No ring is found. The catheter is inspected for tensile elongation or breakage. There is a permanent waviness in the tubing between the three and four dot depth marks that narrows severely when stretched between the fingers under slight tension. The tubing might have been crimped at this location when gripped with a clamping instrument. The tubing has also been stretched beyond its elastic limits between the fourth and fifth depth marks. The proximal end of the tubing is viewed under magnification. The tubing cross section is glossy with radial striations across the cut plane. This is evidence of a cut with a sharp instrument, probably scissors. There is no mention of leakage prior to the separation. It appears that the catheter was pulled from the hub without breakage at the connector. Considerable force was used to pull the tubing free, as evidenced by the tensile damage to the tubing. The instructions for use direct the user to secure the catheter body outside the exit site using the suture wing supplied with this kit. It is not mentioned whether the suture wing was employed. However, the catheter would not have embolized had it been properly secured.